Event description:
The customer contact reported the patient received less medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of dilaudid and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the customer contact reported that the nurse noted that the volume of dilaudid the device display indicated had been delivered, did not correlate with the amount of dilaudid actually delivered, and that more volume remained in the dilaudid vial than expected. The customer contact reported that the patient was in pain while the device was in use. The patient's specific pain level was not provided. The device was removed from clinical service. Therapy was resumed using a replacement device. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device delivered less than expected. This was due to a broken motor assembly. The device history was downloaded and printed at the service center. The customer did not provide a specific event date or programming parameters; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the information known by the reporter upon query by hospira personnel.